Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional undersensing was noted on stored episodes on a remote monitoring transmission. The physician noted that the patient had an electrolyte imbalance that led to the patient's wide qrs complex. The lead remains in use. No patient complications have been reported as a result of this event.